Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the connector plate of the headset had detached from the self-adhesive of the infusion set. No adverse event reported. The infusion set lot number was not provided. Return of the suspect device was requested for evaluation.